Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical medfusion pump was returned for analysis in a good condition. Event log history was performed and indicated that no error was recorded in history related to the customer's concern. During analysis, the customer's reported problem was not able to be duplicated. Accuracy test and checking all the reading on both qc slugs was performed and all the reading within the required specifications. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical medfusion pump was administering furosemide cri at 0.94ml/hr. Upon completing cri check, it was noted that the volume delivered did not appear to be appropriate for the delivery rate. The patient received 5.2ml more than should have been delivered. Including adjustments for weight change and dose change overnight, the patient should have received approximately 9.7ml. The pump showed the patient receiving 10.805ml. The volume in the syringe and extension line was about 8.8ml. It should have been between 13.2ml-14.3ml. The fill volume of the 35ml monoject syringe was 25ml. The pump did not alarm and was replaced with another pump. There was no reported adverse event.